Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient changed the setting on their programmer and was feeling stimulation, but then was not and had a sudden return of symptoms and was leaking. Patient verified they were currently on program 1 at 3.1 and increased stimulation to 3.3, which was comfortable sitting and standing and walking. It was noted patient's stimulation was on when they began leaking. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that patient started leaking after the implant was put in. When they used the remote control, it worked better. So patient was not touching the antenna or device.